Event description:
The facility reported that the scissor blade fell off as the surgeon was cutting an iol. There was no impact to the pt or the procedure.

Manufacturer narrative:
At the time of this report the device had not been returned for eval.